Event description:
It was reported the pt had stimulation in her stomach area, and not enough stimulation in low back where it was needed. The sjm rep reprogrammed the pt, however, when amplitude is increased, uncomfortable rib stimulation recurs. The pt continues to work with her physician for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.